Event description:
It was reported that: while ventilating a pt, the therapist noted that the pt was septic and was not fully exhaling, which caused the ventilator to post high peep alarms intermittently. The pt was being ventilated in cmv mode, with auto flow, 750 tidal volume at a rate of 16, peep of 12, I-time of .95. The therapist reported that the patient was having septic showers uncontrollably with readings of 1000 tv at a rate of 30, which required the therapist to hit the alarm silence key on several occasions. The therapist at some point noted that the sound of the ventilator changed, the pressure wave form was revolving around zero on inspired and expired, and the pt appeared not to be ventilated. Additionally, it was noted that the peep was at zero when it was set to 12. The pt started to de-saturate and the therapist stated he then manually ventilated the pt. The pt was then switched to another ventilator. Hospital personnel made the determination that the pt condition was debilitating. The pt was later taken off of the ventilator and allowed to expire.